Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy w/bilateral salpingo oophorectomy. The patient experienced pain, pressure, burning, erosion, infection, urinary/bowel problems, dyspareunia, abdominal and pelvic tenderness. (B)(4).

Manufacturer narrative:
It was reported that patient underwent urethrolysis, cystourethrolysis, and vaginal mesh removal and cystoscopy on (B)(6) 2016 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
The mesh was removed on (B)(6) 2008 and (B)(6) 2008 due to mesh erosion through vaginal wall. Mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder spasms.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.